Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during the issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up. Review of the log files showed system was down which indirectly indicates something malfunction related to host pc. Upon functional testing, fse observed that the data monitor, live, and reference monitor did not boot. It was identified that the host pc was defective. To resolve this issue, the fse replaced the host pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.